Event description:
It was reported that the lead integrity alert (lia) triggered due to an rise in impedance and thresholds. Of note, there was no over sensing/noise observed with arm "rotation," or other testing. The physician suspected an apparent lead fracture. The physician will consult with the patient regarding lead replacement. The status of the lead is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in a field action, and product analysis found that the device did perform as described in the field action. Evaluation summary: analysis of the device memory indicated a lead impedance out of range alert.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID d354trg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011; product ID 4968-35 implantable pacing lead, implanted: (B)(6) 2007; product ID 5071-35 implantable pacing lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) triggered due to an rise in impedance and thresholds. Of note, there was no over sensing/noise observed with arm "rotation," or other testing. The physician suspected an apparent lead fracture. The physician will consult with the patient regarding lead replacement. Additional information was received which indicated that the lead was replaced and left in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: implanted: (B)(6) 2011, explanted: (B)(6) 2014, product ID 4968-35, implanted: (B)(6) 2007; product ID 5071-35, implanted: (B)(6) 2007. (B)(4).